Event description:
Dexcom was made aware on 01/29/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with redness, drainage and infection at the needle puncture site occurred on an unspecified day after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. The patient went to the emergency room (ER) to have the skin reaction examined. The patient was prescribed oral cephalexin (500 mg, three times/day). The patient was discharged from the ER on the same day. The patient was in good condition at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).